Event description:
It was reported, the patient had been experiencing ineffective stimulation coverage. The patient reported, the stimulation pattern has changed after being receiving hip injections from his pain physician. Reprogramming have been attempted to no avail. The patient is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.